Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Pmv performed functional testing which included the instrument was successfully loaded. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy (ladg), for the second firing the central part of the anvil was not fully closed. The surgeon said the tissue was clamped only once and the tissue was not thick. Replaced by a new handle and a new cartridge and the firing was completed. The surgical time was not extended.